Manufacturer narrative:
(B)(4).

Event description:
The patient called stated device not working. The patient was unable to urinate. Patient has experienced a loss or change of therapy. It was reported patient was not feeling stimulation while therapy was not on and could not urinated a day prior to this call. The therapy was turned on but did not resolve the reported situation. The patient put on her patient programmer (pp) and the stimulation was at 2.6 she turned it up to 3.3 v. The patient stated she did not think it was the stimulation but her body she was having issues with urinating. Indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was later reported patient had made doctor 's office visit on (B)(6) 2015. The patient 's inability to urinate and not feeling first started on (B)(6) 2015. The steps taken to resolve the reported issues was indicated that the office staffs checked the bladder and readjusted the remote.